Event description:
It was reported that the customer was hospitalized for high blood glucose of 314mg/dl. It was stated that while the customer was in the hospital, she had low and high blood glucose. Troubleshooting was performed. The date and time on the insulin pump were correct. A replacement of the device was requested. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.